Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported allegation of bulge was confirmed due to the anomaly identified during product analysis. The identified behaviors could affect the functionality of the device and lead to the reported deflation issue. Therefore, product analysis confirmed the reported event. Device history record (DHR) review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ambicor penile prosthesis (app) was thoroughly analyzed. The app was visually and microscopically inspected. Both cylinders had wear at folds in the cylinder bodies and were separated due to the tubing being cut in half. Cylinder 1 also had broken fabric threads with bulging in the cylinder body. There were no damages identified in the pump. Labeling review:a labeling review was performed and according to the app instruction for use document, pain and inflammation (which may be prolonged or severe) are documented as an adverse event. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced cylinder deflation issues with an ambicor penile prosthesis (app). A revision surgery was performed in which the existing device was removed and a new app was implanted. Upon explant, a bulge was identified in one of the cylinders. There were no patient complications related to the event.

Event description:
It was reported that the patient experienced cylinder deflation issues with an ambicor penile prosthesis (app). A revision surgery was performed in which the existing device was removed and a new app was implanted. Upon explant, a bulge was identified in one of the cylinders. There were no patient complications related to the event.